Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic esplenectomy. Detailed description of event: once the spleen was already inside the retrieval bag, the surgeons extended the umbilical port site in order to remove it, and when they were using the suction/irrigation laparoscopic instrument trying to reduce the size of the specimen, they realized that there was a piece of small intestine inside the bad that was unintendedly injured. The bag had been broken. They had to convert to an open procedure and repair the jejunum and mesentery. Additional information received from field implementation team member (fitm) by email on 23jan2020: the intestine had come through the defect in the bag. It had not been accidentally resected with the spleen. Possibly the bag was perforated by the suction/irrigation instrument. It is not possible to return the s/I instrument. The fitm will inquire about the make and model of the s/I instrument. The injury was treated by resecting a small portion of intestine and doing an anastomosis. The fitm will inquire about the current patient status. Patient status: resection of part of jejunum and conversion from lap to open. Type of intervention: resection of part of jejunum and conversion from lap to open.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that there was one hole in the tissue bag, which confirmed that the tissue bag was broken. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the suction irrigation instrument and/or the graspers that came in contact with the tissue bag. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic esplenectomy. Detailed description of event: once the spleen was already inside the retrieval bag, the surgeons extended the umbilical port site in order to remove it, and when they were using the suction/irrigation laparoscopic instrument trying to reduce the size of the specimen, they realized that there was a piece of small intestine inside the bad that was unintendedly injured. The bag had been broken. They had to convert to an open procedure and repair the jejunum and mesentery. Additional information received from field implementation team member (fitm) by email on 23jan2020: the intestine had come through the defect in the bag. It had not been accidentally resected with the spleen. Possibly the bag was perforated by the suction/irrigation instrument. It is not possible to return the s/I instrument. The fitm will inquire about the make and model of the s/I instrument. The injury was treated by resecting a small portion of intestine and doing an anastomosis. The fitm will inquire about the current patient status. Additional information received from fitm by email on 03feb2020: the hole in the bag has been extended a little in order to free up the entrapped intestine. The patient was discharged a week after the surgery. The gastrointestinal tract is ok, but the surgeons have to follow up this case to monitor the recurrence of new spleen growth, because of the possible spread of affected spleen cells into the abdominal cavity. Additional information received from fitm via email 18feb20: the patient is ok, the surgeons think that the probability of recurrence is low, cause they cleaned thoroughly the abdominal cavity. Anyway they wont know until a several months have passed. By the way the suction instrument they used inside the bag was the [competitor suction device name removed[ ( made of plastic ) so maybe the hole in the bag was made by the graspers [competitor name removed]. Patient status: resection of part of jejunum and conversion from lap to open. Type of intervention: resection of part of jejunum and conversion from lap to open.